Event description:
One pt with discrepant calcium results. Initial result gave 6.5 mg/dl; repeat gave 7.2 mg/dl. Erroneous result was not reported. The customer performed maintenance and troubleshooting activities which resolved the event.